Event description:
During evaluation, an additional issue of increased intra peritoneal volume (iipv) event was identified in the patient event log on (B)(6) 2011 at 11:06:44 with drain volume of 386 ml during cycle day drain 1. The fill volume is 200 ml.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. This issue was confirmed through review of the event history log. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.